Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loud noise coming from the mobile power unit (mpu) (serial number: (B)(6)) was not confirmed. The mpu was returned for analysis to the european distribution center (edc) and was evaluated and tested under work order #74266. The mpu was functionally tested and performed as intended. The reported loud noise from the mpu was unable to be produced. The patient cable was replaced, and preventative maintenance was performed. The device was returned to the rental pool. A root cause for a loud noise coming from the mpu was unable to be conclusively determined through this investigation. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: patient cable o-ring damage, damaged housing. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) returned to the distributor for routine maintenance and the technician noticed a loud noise coming from the mpu. The device was to be returned to the manufacturer.